Event description:
Additional information received reported that the patient had experienced stimulation at the pocket site prior to the revision due to excess scar tissue creating an opening into the hub.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a revision due on (B)(6) 2008 due to scar tissue built up between the two leads and the battery. The battery and scar tissue were removed, but the same leads were used. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3487a, lot# j0007996v, implanted: (B)(6) 2000, product type: lead. Product ID: 3487a, lot# j0007996v, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51,serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer. (B)(4). Analysis of the ins (s/n (B)(4)) found no significant anomaly. The ins battery was found to have normal end of life. There was no telemetry and no output.